Manufacturer narrative:
(B)(4).

Event description:
Hold nw.it was reported by the netherlands that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger. It was further determined that the device failed pretest for check for sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.